Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the endoscopic camera manipulator (ecm). The system was repaired by replacing the affected ecm. The ecm was returned to isi for failure analysis investigation. Engineering discovered that the motor encoder assembly had malfunctioned, thus generating the system errors experienced by the customer. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of august 2, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the surgical procedure the customer experienced a recurring 20013 system error code which could not be overridden. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.